Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later provided operative report which noted capsular contracture, baker grade ii and "grossly ruptured implants with the silicone largely outside if the shell". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later provided operative report which noted capsular contracture, baker grade ii and "grossly ruptured implants with the silicone largely outside if the shell". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.